Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur after this action. Customer was advised to continue using the pump and to call back if the malfunction reoccurs, which the customer understood.